Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with caller (aid) who indicated that condition has improved. Customer is currently unresponsive, but states it may due to her pancreas failing. Customer did not have medical intervention since initial call.

Event description:
Consumer reported complaint for hi display. Aid is calling on behalf of the customer. The expected fasting blood glucose test result range is 235-260mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/21/2020 and open vial date is 4/11/2019. The meter memory was reviewed for previous test result history: result 1: 263mg/dl. Result 2: 494mg/dl. Result 3: 365mg/dl. Result 4: hi. Result 5: hi.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 14-may-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern able to establish contact with caller (aid) who indicated that condition has improved. Customer is currently unresponsive, but states it may due to her pancreas failing. Customer did not have medical intervention since initial call.

Event description:
Consumer reported complaint for hi display. Aid is calling on behalf of the customer. The expected fasting blood glucose test result range is 235-260mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the closet. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 08/21/2020 and open vial date is 4/11/2019. The meter memory was reviewed for previous test result history. Result 1 : 263mg/dl . Result 2 : 494mg/dl . Result 3 : 365mg/dl . Result 4 : hi . Result 5 : hi.